Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for many neurological and cardiac-related comorbidities. During a ventricular fibrillation episode while admitted, the patient received several appropriate shocks by the implantable cardioverter defibrillator. However, four shocks were unable to successfully defibrillate the patient. In three of these cases, the subsequent shocks defibrillated the patient successfully. The arrhythmia self terminated in the other instance before a shock could be administered. Minimal dropout was detected that did not lead to a significant delay in detection. The patient care team attending to the patient during the ventricular fibrillation episode placed a magnet on the device, leading to stored intracardiac electrograms (egms) of the patient in ventricular fibrillation (vf) with detection to be deactivated. During efforts to resuscitate the patient using CPR and external shocks, the magnet was removed which led to an additional shock. The episode during which the magnet was placed was recorded to have lasted almost an hour. It was noted that the patient's heart rate must have met the rate criteria during magnet placement in order to have stayed in the episode for almost an hour. As supraventricular tachycardia (svt) and vf were both noted during the egm recording, it is likely the patient had both arrhythmias throughout the hour long period being cared for by the attending hospital care team. The consulting physician claimed that the device performed well to address a difficult clinical situation and would not move forward with any changes. The patient's neurological prognosis was unfavorable as a result of previous comorbidities and this event. The patient was unstable.